Event description:
It was reported that the remote monitoring transmission showed that the device had a reset and the device was in vvi 65 ppm. The patient has a history of atrial fibrillation and may not have noticed the vvi mode change. The device is planned to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4).